Event description:
The device was returned from the customer due to an unspecified battery complaint. There were no reports of any adverse patient events while the device was in clinical service. During initial manufacturing testing, the device over-delivered by 0.2ml.